Event description:
Covidien kangaroon nasogastric feeding tube was inserted 3 times by nurse with kinking of tube occurring in different areas of the tube. Feeding tube would not flush after continuous infusion. When feeding tube pulled out; there was a kink at the end of radiopaque area. Reportedly kinks will not resolve with flushing and kink was still formed on the tube when it was removed. Reportedly the "new tubes" do not return to normal after being kinked.